Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an emergency procedure the ecc locked up and x-ray was disabled. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user error. Investigation was performed on the relevant hardware. Log file analysis showed the following: on january 31st in the evening the xray was blocked manually using the button on the examination control console (ecc) after that, the system was not switched off. Between 31-jan-18 19:44:32 and 01.02.18 11:22:18 the system was not used at all. Between 11:27:50 and 11:33:11 3 times release of fluoro was tried but not possible as x-ray was still manually disabled. Then user tries to resolve the situation by pressing the emergency button. As per the system design, this does not resolve the manual disabling of x-ray. When the system is back in normal mode user tries again to release x-ray. As this does not help the user restarts the image system but not the whole system and so x-ray stays manually disabled. While the system is booting up it stays in bypass mode and the user presses the emergency button again two times. While system is in "bypass fluoro" mode, user tries to release fluoro, but this is still blocked manually. (Block x-ray button cannot be used when system is in bypass mode!). After that, there are no more attempts to release x-ray logged. The ecc was exchanged by a service personal and sent back for detailed investigation. The component itself and the cable showed no malfunction and worked properly upon inspection. The failure could not be reproduced. It can be assumed that the user confused the emergency stop button with the block x-ray button or the user pressed block x-ray button only when the system was in bypass mode. The reported error is considered to be related to a user error. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.